Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple unspecified malfunction alarms occurred. There was no adverse impact as the customer had not begun insulin therapy yet.